Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at attempting implant the right ventricular lead had sensing issues and high impedances increasing with each attempt to place the lead. The lead was removed and attempted to extend the helix which would not extent. A new lead was used in its place. No patient complications have been reported as a result of this event.